Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the problem of unit was dropped/physical damage. The device was in clinical use at the time the issue was discovered. There was no patient harm.

Manufacturer narrative:
The customer sent the unit to a third party for repair.